Event description:
Biomet orthopedics received preliminary clinical data from (B)(6). It was reported that patient underwent left total hip arthroplasty on (B)(6) 2009. Subsequently, a revision procedure was performed on (B)(6), 2012 due to pain and elevated metal ions. No further information has been provided.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. (B)(4). Biomet orthopedics received preliminary clinical data from (B)(6) clinical study and submitted medwatch 1825034-2013-03083 as a result. This medwatch is being submitted due to receipt of patient specific event information. Should further information become available, follow-up report(s) will be submitted to the FDA.this report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2013-04023 / 04024).

Manufacturer narrative:
This follow-up report is being filed to relay corrected initial reporter and additional information, which was unknown at the time of the initial medwatch.